Event description:
Reportedly, after firing, the device was difficult to remove from the cavity. The surgeon removed the device by force. The tissue was not completely cut. Manually sutured to complete the anastomosis. No patient injury.